Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited lost of capture. Further examination on chest x-ray showed that the lead had perforated the heart wall. The patient was hospitalized and a revision procedure was performed. The lead was repositioned. No additional adverse patient effects were reported.